Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.

Event description:
It was reported to boston scientific corporation on january 6, 2009 that a rx pre-curved ercp cannula was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2008. According to the complainant, the wire would not advance through the lumen of the guidewire since the lumen appeared to be slightly twisted. The procedure was completed with another rx pre-curved ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".